Event description:
It was reported via medwatch that there was an air embolus, and the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device and delivery system (wds) were selected to be used. The physician inserted the was into the patient and positioned it into the laa. At this time, it was noted that there was an air embolism in the patient. The patient went into cardiac arrest and needed to be resuscitated. The patient recovered and was transferred to the intensive care unit to recover from this event. Medwatch# mw5146669.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported via medwatch that there was an air embolus, and the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and positioned it into the laa. At this time, it was noted that there was an air embolism in the patient. The patient went into cardiac arrest and needed to be resuscitated. The patient recovered and was transferred to the intensive care unit to recover from this event. Medwatch #: (B)(4).